Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the pvl is unknown. However, the patient¿s bicuspid aortic valve may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in japan, post transfemoral tavr procedure, heart failure and moderate aortic regurgitation were observed after discharge from the hospital. On post-operative day 14, valve in valve procedure was performed. A 29 mm sapien 3 valve was successfully deployed in a 60:40 aortic/ventricular position with 4 ml less than nominal volume. Final paravalvular leak (pvl) was mild. After discharge from the hospital heart failure was observed and pvl was assessed as moderate on echocardiogram. The heart failure was medically treated but it could not be controlled. Aortography and tee also showed moderate pvl. The sapien 3 valve was expanded multiple times with a 32 mm stent graft balloon but the pvl did not improve. Insertion of a cardiac plug was attempted but a guidewire could not be inserted and the attempt was abandoned. Valve in valve procedure was performed on post-operative 14 and a second 29 mm sapien 3 valve was deployed via a transfemoral approach. The pvl improved to mild and the procedure was completed.